Event description:
It was reported that during central processing, the customer noted that the jaws of the fenestrated bipolar forceps was bent. There was no reported patient involvement or patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. A visual inspection of the instrument found one grip missing. An additional observations not reported by the site was identified. The instrument was found to have a broken grip at the grip base. A piece approximately 0.194" x 0.536" was found to be broken off of the instrument. The broken piece was not returned.